Event description:
It was reported, the patient was experiencing underdose symptoms and less than 50% therapy relief since the day prior to this report due to an unrecovered motor stall. The cause of the motor stall was unknown. The patient was taking oral medication until the pump was replaced on (B)(6). The patient was doing well and receiving effective therapy. The pump was used to deliver lioresal.

Manufacturer narrative:
Analysis of the pump b)(4) found a gear train anomaly due to corrosion and/or wear and/or lubrication. Analysis also found the stall was due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.